Manufacturer narrative:
The customer¿s report that the tubing cracked and leaked was confirmed. Visual inspection for obvious issues/damage such as kinked tubing, pin holes, tears, disengagements, cracks, fractures, contaminants, incorrect orientation, and component misassembly was completed. Visual inspection of the set noted multiple cuts along the tubing. No other obvious damages or issues were observed. Functional and pressure testing confirmed leaking confirmed leaking from the observed damages. The root cause of the damages was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "after orthopedic surgery, the patient had pca morphine via alaris pump. During the night the patients pain increased despite pca administration. Rn then noticed the pca tubing was wet and discovered a crack in the tubing. The tubing was replaced and then pain became better controlled." An incomplete date of event of xx-jun-2019 was provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "after orthopedic surgery, the patient had pca morphine via alaris pump. During the night the patients pain increased despite pca administration. Rn then noticed the pca tubing was wet and discovered a crack in the tubing. The tubing was replaced and then pain became better controlled." An incomplete date of event of (B)(6) 2019 was provided.